Manufacturer narrative:
The device was not returned for analysis. A review of the production records and complaint history could not be conducted because the lot number was not provided. Corrective and preventive action (CAPA) review was performed and revealed no indication of a product quality issue. The patient effects of occlusion and pain are listed in the prostyle instructions for use (IFU), as potential adverse events associated with use of the suture mediated closure devices. A conclusive cause for the reported patient effects of pain, occlusion and hypoxia, and the relationship to the product, if any, cannot be determined. However, the unexpected medical intervention appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Article attachment: "cutting balloon for femoral arterial and venus obstructions due to suture-based closure devices case series."

Event description:
This was reported through a literature review. It was reported this was an arteriotomy closure of the right common femoral vein using the pre-close technique via a small-bore vein (= 8f) sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. The sutures of two prostyle devices were successfully placed. At one point in the procedure large-bore vein (>8f) sheath was used, but unknown when it was upsized. After the procedure, hemostasis of the right common femoral venous access site was performed using these prostyle suture-mediated closure devices. Then cyanosis of the limb quickly developed. The patient indicated that the limb was painful. The right lower-extremity venous duplex revealed a totally occluded right common femoral vein. Venous access of the proximal right superficial femoral vein was performed under direct transcutaneous ultrasound guidance using a micropuncture technique. A 7f sheath was inserted into the vessel using the seldinger technique. Limited venography revealed a totally occluded right common femoral vein. Initial attempts to advance a guidewire across the occlusion were unsuccessful. Venous access was then obtained in the left superficial femoral vein under direct transcutaneous ultrasound guidance using a micropuncture technique. A non-abbott 0.035 stiff glidewire was successfully advanced across the totally occluded right common femoral vein and then advanced into the right superficial femoral vein. Cutting balloon angioplasty of the occluded venous segment was performed using an 8.0mm× 2 cm non-abbott peripheral cutting balloon, successfully restoring flow through the right common femoral vein. No additional information was provided. Literature article: "cutting balloon for femoral arterial and venus obstructions due to suture-based closure devices case series."